Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pci (percutaneous coronary procedure), a balloon rupture occurred. The 90% stenotic lesion was located in an unspecified severely calcified and tortuous coronary vessel. The 2.75 x 8mm quantum maverick mr balloon catheter was advanced to the lesion and ruptured at less than 6 atm's; the inflation time and upon which inflation the rupture occurred is unk. The quantum maverick mr balloon catheter was removed without difficulty from the pt and the procedure was completed with an unspecified device. No pt injury or complications were reported. The pt's condition was reported as "stable".